Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 40096 occurred. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from isi technical support engineer (tse). The tse confirmed the error in the logs and explained that the system would need to be reprogrammed by isi field service engineer (fse) to resolve the issue. The surgeon elected to convert the procedure to open surgery. There was no reported injury. Isi followed up with the roco and obtained the following additional information: surgical ports were not placed on the patient when the issue was identified. There was no patient injury due to the conversion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the system to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.